Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 16mm amplatzer amulet occluder was successfully implanted in a patient. The defect was measured using transesophageal echocardiogram (tee). Heparin 14,000 units of heparin was administered initially, subsequent activated clotting time (act) was 243 seconds. An additional 5000 units of heparin was administered, subsequent act was 354 seconds. The amulet occluder was never fully retracted into the delivery system. There was one partial recapture of the occluder. It was reported that later that same day the patient suffered cardiac arrest. The patient was taken to surgery and it was discovered that the 16mm amplatzer amulet occluder had torn through the wall of the patient's left atrial appendage. The tear in the appendage wall was said to have been due to the outward radial force of the amulet occluder and/or tension test. There was also a tearing of the pulmonary artery. This resulted in the patient suffering cardiac tamponade. The decision was made to perform an emergency sternotomy to fix the tear. The patient was placed on cardiopulmonary bypass after surgery, but was pronounced deceased on (B)(6) 2022. The pericardial effusion was believed to have lead to the patient's death.

Manufacturer narrative:
An event of pericardial effusion which lead to cardiac tamponade and patient death was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the root cause of the reported event could not be conclusively determined but may have been caused by the outward radial force of the amulet device which has torn the appendage and may cause cardiac tamponade.